Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated that the insulin pump might have been exposed to sweat because he was jogging and the screen was pressed against his skin. Blood glucose value at the time of alarm is unknown; an hour prior was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and had no button response on all buttons due to half unlocked connector on the lcd board noted. Also moisture damage was found on all the electronic assemblies and corroded motor housing noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.